Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, one of the jaws of the fenestrated bipolar forceps instrument broke inside the patient. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, with no damage or defects noted. The incident occurred during a left colectomy. The cause of the instrument breakage is unknown. The exact number of prior uses for the instrument is not available. No functional issues were observed until the jaw broke. It is unknown whether any collision with other instruments occurred. When the instrument was removed during the procedure prior to the breakage, the wrist was straightened, and no resistance was felt. Upon final removal of the instrument, the wrist was not straightened; no resistance was felt, and there was no other damage to the cannula or instrument noted. All fragments were retrieved, and no additional surgery or post-operative imaging was needed. The procedure was continued robotically after switching out the instrument. There was no additional injury or post-surgical complication for the patient. The instrument and fragment will be returned for evaluation. No video or photographic evidence of the event was available for review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 13mm x 5mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities.